Event description:
It was reported post angioplasty, where the pt was anticoagulated, a 6f angio-seal sts plus device was used to seal the right femoral arteriotomy successfully with no problems. A pre-deployment femoral angiogram was performed. The pt sat up and returned to the ward. Shortly there after, the pt became hypotensive, lost consciousness, was laid flat and was resuscitated with fluids. No complications were seen at the groin site and pulses were present in both feet despite the slight discoloration of the right leg. Severe abdominal pain followed and a CT scan of the abdomen and pelvis revealed approximately one liter of blood in the retroperitoneum. The angio-seal was visible, however it was questioned whether the device was deployed properly. A staff member also stated that contract was seen leaking from the posterior wall of the femoral artery, as well as from the anterior surface. The user has attended the groin management study day and is fully certified to deploy angio-seals. The pt was recovering in the hosp in stable condition with a slightly discolored right leg and a decreased blood pressure.